Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had used the proxabrush go-betweens angle cleaners. He used one and the brush detached from the base. As a result, it caused coughing and gagging to get it out of his throat.